Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 5f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, no suture was present when the plunger of both proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.